Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a collimator iris potentiometer error at boot up. No pt injury was reported.